Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer¿s service center, an error code related to the temperature of the internal battery was observed. There was no reported patient involvement. The manufacturer¿s service technician observed error code e-246 (internal battery) in the device¿s event log. The service technician replaced the device¿s power management printed circuit assembly board to address e-246. Additional findings not related to the malfunction/issue was the following parts were proactively replaced on the device: pollen filter, exhaust fan assembly, and 43-micron filter. After the parts were replaced on the device, the manufacturer¿s service technician performed the repair and run-in tests, along with the battery and valve checks. The manufacturer¿s service technician determined the device was operational, and it was cleaned.